Manufacturer narrative:
Block b3: exact date unknown, event occurred a month prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7071761, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7070811, UDI: (B)(4).

Event description:
It was reported that the patient was unable to feel any stimulation. The patient underwent a spinal cord stimulator (scs) system explant procedure.